Event description:
Bard opti flow chronic dual lumen hemo-dialysis catheter was being removed when it was noticed that the catheter was shorter than it should have been. The catheter tip had separated from the catheter fluoroscopy revealed that the catheter tip was in the pulmonary artery. Catheter was retrieved by using ultrasound as a guide for wire retrieval with a catheter.